Event description:
It was reported that the leadless pacemaker would not release from the delivery catheter during an implant procedure despite multiple attempts. The device was not used, and a new one was implanted. The patient was stable.

Manufacturer narrative:
Correction - on the previous manufacturer report 2017865-2026-06144, the "foreign" check box on section g2 should had been left blank/unchecked.